Event description:
The pt had experienced increased stiffness. The pt had not received therapeutic effect from the baclofen and therefore, underwent a catheter revision with replacement. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).